Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime, basic occlusion, force sensor, and occlusion tests. No unexpected no motor movement or negligible were noted during testing.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had no motor movement alarm. Customer¿s blood glucose level was unknown. Customer was able to clear the alarm and able to rewind the insulin pump. Customer perform displacement test and alarm occurred. The insulin pump will be returned for analysis.